Manufacturer narrative:
For the calibration performed on 25-may-2019, calibration signals were slightly higher than expected. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Sample centrifugation time was too short based on the tube manufacturer's recommendation. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received high results for three samples from the same patient tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module and an unknown roche analyzer at a second site. Incorrect values from these samples were reported outside of the laboratory. The results from the complained samples are higher than expected several months after the patient had a miscarriage. Immediately after the miscarriage, the patient had an hcg result of 12 miu/ml. The values from the complained samples did not match the clinical picture of the patient as it was expected they would decrease. The first sample resulted with an hcg value of 7.4 miu/ml when tested on the customer's e 601 analyzer. When tested on the unknown roche analyzer (model and serial number unknown) at the second site, the value for this sample was 7.4 miu/ml. On (B)(6) 2019, the second sample resulted with an hcg value of 6.9 miu/ml when tested on the customer's e 601 analyzer. When tested on the unknown roche analyzer at the second site, the value for this sample was 6.9 miu/ml. On (B)(6) 2019, the third sample resulted with an hcg value of 16.4 miu/ml when tested on the customer's e 601 analyzer. When tested on the unknown roche analyzer at the second site, the value for this sample was in the "16s" miu/ml. The patient was not adversely affected. The serial number of the customer's e 601 analyzer is (B)(4).